Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the green sureform 60 reload or sureform 60 stapler instrument for failure analysis investigations. A review of the stapler logs was conducted by an isi failure analysis engineer (fae). Per the fae, the logs show the sureform 60 stapler instrument was installed on the system 8 times and fired 8 reloads (1 black, 1 green, 4 blue, 1 green, 1 black, in that order). On installs 1-3, the first clamps were successful, and the firings were completed with no pause, 1 pause, and 1 pause for compression, respectively. On install 4, the first two clamps were successful, and the firing was completed with 4 pauses for compression. On install 5, the first three clamps were successful, and the firing was completed with no pauses for compression. On install 6, the first clamp was successful, and the firing was completed with 2 pauses for compression. On install 7, the first clamp was successful, but was followed by a firing failure. The firing stopped at approximately 63% completion. On install 8, the first clamp was successful, and the firing was completed with 3-4 pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs. .

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, a sureform 60 stapler instrument fired a green sureform 60 reload and resulted in an alleged tissue push-out event. Tissue was pushed and not properly cut during the firing sequence of the sureform 60 reload. The intuitive surgical, inc. (Isi) clinical sales associate (csa), stated that the stapler reload did not staple all the tissue. The procedure was completed robotically.